Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed proximal to the 35 depth marker, approximately 6 cm distal to the strain relief. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Multiple circumferentially aligned kinks in the catheter material surrounding the split. Fracture edges which were rough but somewhat polished due to material wear. 'C' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recs2491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this event occurred in the stage of catheter indwelling. This patient felt swollen in the side of catheter being placed. After catheter removal, a nurse found that fluid leaks occurred with one side of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this event occurred in the stage of catheter indwelling. This patient felt swollen in the side of catheter being placed. After catheter removal, a nurse found that fluid leaks occurred with one side of the catheter.